Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting a continuous tone and could not be interrogated. A message was displayed indicating a possible device malfunction had occurred.